Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he had not feel cgm vibrating to alert him of his hypoglycemic episode, while he was sleeping at night. Pt reports 2 cases earlier during the day when cgm did alert him of his dropping blood glucose levels. Also, right before going to bed, pt measured his bg at 128 mg/dl and reports that cgm did concur with his bg. However sometime during the night pt lost consciousness while he was asleep. Paramedics were called and administered an IV to pt while pt had become disoriented and confused. It took the pt one hour before regaining full consciousness. Pt says that it is possible that he was alerted of hypoglycemic episode but that he just didn't hear cgm's alarms. At the time of his call to dexcom technical support, pt reports feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.